Manufacturer narrative:
The insulin pump alarmed button error followed by intermittent buttons due to corroded keypad traces. No traces of moisture were noted at the electronic or motor assemblies per our visual inspection. The insulin pump has cracked case at the battery tube threads, minor scratched lcd window and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The insulin pump was tucked in her pants while she was outside cleaning the filter. The insulin pump may have been splashed. Customer's blood glucose level was 130 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.